Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3889-28, lot# va0aen8, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Additional information received later indicated that patient fell, fractured electrode.

Event description:
The patient reported that she was knocked down by a wave at the beach and her device was damaged in three places, so she had to have the entire system replaced. This occurred in (B)(6) 2015. She recovered completely after the revision. There were no associated symptoms. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.